Event description:
It was found during baxter's testing that a pump was alarming falsely for air in line. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false air-in-line alarms found during testing were caused by a failed upstream sensor. As a result, the upstream sensor assembly was replaced.